Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object was observed in the "filter connector" of a prismaflex st150 set before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a small piece of black particulate inside the tip of the set pre blood pump line spike. The cap of the spike had been removed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The origin and identity of the particulate was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.